Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to improper operation. On the same day as event onset, the patient was hospitalized for the peritonitis and was treated with an unspecified antibiotic (dose, frequency, and duration were not reported) added into dianeal. At the time of this report, the patient has not recovered from the event and hospitalization and pd therapy were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.